Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative about a patient with an implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome type I. It was reported that the patient had no telemetry with recharging and poor communication. The patient was not able to charge their implant. It was reported that they last felt stimulation two weeks ago and they charged their ins two weeks ago as well. It was reported that the patient had lost weight in 2016, and since then they could only feel the top part of the ins. Troubleshooting was done and the patient repositioned the antenna over the ins and turned the antenna dial through all four positions and ensured that their belt was positioned properly, but this did not resolve their issues. It was reported that the patient got the reposition antenna screen last week (B)(6) 2017. The following ins pocket issues were reported: the ins being tilted, possibly flipped and being too deep. The patient was redirected to follow-up with their healthcare provider regarding not being able to charge their implant and to further investigate the ins pocket. It was confirmed that no traumas or fall had occurred. Additional information was then received reporting that the patient¿s device was overdischarged due to the patient getting distracted and forgetting to charge it. It was reported that they were unable to interrogate it and used the antenna locate feature and was able to find coupling with the device. A trickle charge was performed and the power-on-reset (por) was cleared. It was reported that the issue was resolved at the time of the report. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.